Manufacturer narrative:
Event date: this event occurred during an unspecified date, further described as a "few weeks earlier". Additional initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set came apart at the tubing to connector junction. The issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.